Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lock line knot or clip deployment failure. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported lock line knot could not be conclusively determined. The reported clip deployment failure is a cascading event of the lock line knot. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
All available information was investigated, and the reported lock line knot was confirmed. The reported clip deployment failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lock line knot or clip deployment failure. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported lock line knot could not be conclusively determined. The reported clip deployment failure is a cascading event of the lock line knot. The reported unexpected medical intervention was a result of case-specific circumstances.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient and successfully placed. During deployment, a slip knot was identified on the lock line and tension was noted. The clip was closed and the lock line was continued to be removed until it was no longer possible to remove the lock line, troubleshooting was preformed by utilizing forceps on the lock line and unlocking the clip lock lever to successfully remove the clip. A mitraclip xtw was then utilized, the clip was successfully placed, upon deployment the clip canted, it was unable to be determined if this was clip migration or a single leaflet detachment from the posterior leaflet. It was identified that the posterior leaflet was damaged, either resulting in a perforation of the leaflet or a tear. An additional mitraclip xtw was then successfully implanted to stabilize this clip and the procedure was discontinued. The final mr was grade 4. There was no clinically significant delay reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient and successfully placed. During deployment, a slip knot was identified on the lock line and tension was noted. The clip was closed and the lock line was continued to be removed until it was no longer possible to remove the lock line, troubleshooting was preformed by utilizing forceps on the lock line and unlocking the clip lock lever to successfully remove the clip. A mitraclip xtw was then utilized, the clip was successfully placed, upon deployment the clip canted, it was unable to be determined if this was clip migration or a single leaflet detachment from the posterior leaflet. It was identified that the posterior leaflet was damaged, either resulting in a perforation of the leaflet or a tear. An additional mitraclip xtw was then successfully implanted to stabilize this clip and the procedure was discontinued. The final mr was grade 4. There was no clinically significant delay reported.